Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reorted that the customer passed away while wearing the insulin pump. It was stated that she experienced low blood glucose levels, then went into a coma prior to passing away.